Event description:
It was reported that the pump and catheter would be explanted because of a catheter occlusion and pump motor stall. In addition, the patient experienced withdrawal symptoms. It was indicated that the patient symptoms experienced were altered mental status, pain, and sweating (diaphoresis). It was noted that the patient was alive and had no injury. It was later reported that the pump was replaced but not the catheter because its permeability was considered normal. It was indicated that before the new pump was initiated, the physician did not do any bolus to 'empty and clean the pipes in the pump,' nor aspirate the morphine that was already inside the catheter. No additional information was provided. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731 lot# unknown implanted:unknown product type catheter. Final analysis of the pump found a pump motor gear train anomaly, corrosion, wear and lubrication. Eval - conclusion - applicable to the catheter device. Applicable to the pump device.